Event description:
Customer reported the system continued to beep as if it were making x-rays after the switch was released, then the system rebooted itself. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps1 power supply. System operates as intended. This MDR is related to ge healthcare complaint number.